Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to wear at the head/ trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. Wear of the liner was confirmed by the explant photos provided. Product evaluation and results: not performed as the device was not returned. The medical review noted the following: based on the information made available, a (B)(6) patient required revision for a dissociation of a cobalt chrome lfit 36 mm +5mm femoral head from a citation femoral component. The polyethylene liner had black material embedded in it and damage due to contact with the stem¿s trunnion. Other damage was likely due to instruments used for extraction. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. The medical review concluded the following in relation to the liner: the polyethylene liner had black material embedded in it and damage due to contact with the stem¿s trunnion. Other damage was likely due to instruments used for extraction. No further investigation for this event is required at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to wear at the head/trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep.